Event description:
It was reported that this pacemaker exhibited an increase in its right ventricular (rv) lead impedance measurements with the measurements currently within range. Technical services (ts) was consulted and discussed stored data as well as programming options. The patient will be further examined in their clinic. Ts noted there was a previous high out of range impedance measurement for the rv lead that triggered the pacemaker safety switch. This device remains in service. No adverse patient effects were reported.